Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device would not fire. A new handle and adapter were used with the same 3 reloads to resolve the issue. There was no patient injury.